Event description:
It was reported that the user experienced elevated blood glucose readings in the 200 mg/dl range for approximately 1.45 hours after lunch, peaking at 230 mg/dl and trending down to 209 mg/dl, while using the ilet system; the agent advised that the meal announcement appeared insufficient and provided education to await correction as glucose was declining. Symptoms included transient hyperglycemia without reported injury. Outcomes included no hospitalization and resolution expected with conservative management as glucose decreased. Investigation included user interview and troubleshooting education regarding meal announcement and postprandial management. Investigation of this case revealed no device malfunction and suggested user-related factors associated with an insufficient meal announcement for carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with user-related contribution to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.